Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device. The user suffered from a trauma.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary.

Event description:
The user has no more hearing sensation with the device. The user suffered from a trauma. Re-implantation considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user no longer has any hearing sensation with the device. The user was involved in an accident. The user has been re-implanted.